Manufacturer narrative:
Additional lot #: mjtp41. A supplemental report will be submitted upon completion of the investigation. Cat# mjtp41, manufacture date: 12/17/2010, exp. Date: 12/16/2015 ste.lot# mshjt14a2.

Event description:
Customer, (B)(6) reported via sales rep, that while they were preparing for surgery the small container label in the sterile pack looked faded and had become a transparent-looking label. Surgeon, mr (B)(6) completed surgery with replacement item. No adverse consequences were noted.